Event description:
Dealer alleges the m91 power chair will not move on carpet, only on the tile floor. Dealer states that wrench will flash 8 times. Dealer states that the chair will work every few minutes. Chair will work when turned off then on again.